Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under her right side below the breast. The irritation was described as having a burning sensation and red but with no oozing, bleeding, or raw skin. The patient was advised by a nurse to keep a piece of cloth on the affected area. Follow-up indicated that the skin irritation was completely gone.